Event description:
The customer reported that during a case the left monitor went black and would not come back after rebooting the system.

Manufacturer narrative:
The ge service rep found the unit was not making xrays and ordered a hvcb, gdb, and snubber. He replaced the snubber pcb and recalibrated the filament circuit. The system operates as intended.